Event description:
It was reported that the physician was concerned over battery depletion as the subcutaneous implantable cardioverter defibrillator (s-ICD) estimated battery longevity decreased from 74 to 14 percent remaining in one month time frame. Boston scientific technical services (ts) was consulted to review the data. Upon review, ts noted that the s-ICD delivered 60 shocks during a ventricular tachycardia (vt) storm, which is why the battery decreased. The decrease in estimated longevity appeared appropriate. However, upon reviewing the data ts observed that during one of the episodes there was acceleration of the arrhythmia from vt to ventricular fibrillation (vf) or a polymorphic vt after the fourth shock was delivered. Ts suggested a system check and to have the physician determine next course of clinical actions. Contact this physician for their clinical actions. The s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.